Event description:
The quality assurance department of datascope corporation's cardiac assist division became aware of balloon events involving pt complications (vascular and hemorrhagic complications). The study involved a multi hosp iab study. A total of 182 pts were involved. The info was reported in the 1997 issue of "the american journal of cardiology"; volume 79: pages 590-594. The iab in question were not returned to datascope. This is a literature reference only. (Attached is a copy of the literature reference) (event complication: vascular and hemorhagic complications.) (Pt's current status: unknown.)